Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 11-may-2016, fse arrived at the site to perform scheduled maintenance. Inspection of the device revealed a broken wire on the wash probe, the inability of the thermal printer to print, a faulty sample detection spring, and a non-reactive touch screen for the pc display. Fse replaced the wash probe, thermal printer, pc display screen and sample detection spring. Additionally, he replaced the wash, diluent, and waste pumps and adjusted the front door of the analyzer so it would now close correctly. No further issues were noted. No further action required was required by field service. The most probable cause of the reported event was due to fault/ failure of the wash probe.

Event description:
On (B)(6) 2016, the customer reported that preventative maintenance (pm) of their a1a-360 analyzer was due. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ctni2, ckmb, and myo patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.